Manufacturer narrative:
Evaluation summary: the outer and inner polymer packaging of the implant are cracked. The condition exhibited is consistent with transit damage. Evaluation codes: device history records indicate components were manufactured and inspected to specification. Visual examination confirms that both the outer and inner polymer packaging are cracked. The outer packaging exhibits one crack on the edge where the polymer bends. The inner packaging exhibits two cracks. One crack is at the same location of the crack on the outer packaging and the other is on the adjoining side. There are white outlines where the packaging experienced a blunt force. The crack then emanates from the center of the impaction point. The outer carton also displays several impaction marks at the same location where both polymers have cracked.

Event description:
It was reported that upon opening the implant that the nurse noticed the plastic box and inner plastic was cracked.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: complaint sample was evaluated and the reported event was confirmed. Visual examination confirms that both the outer and inner polymer packaging are cracked. The outer packaging exhibits one crack on the edge where the polymer bends. There are white outlines where the packaging experienced a blunt force. The crack then emanates from the center of the impaction point. The inner packaging exhibits two cracks. One crack is at the same location of the crack on the outer packaging and the other is on the adjoining side. The outer carton also displays several impaction marks at the same location where both polymers have cracked. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.